Event description:
It was reported that on (B) (6) 2009 the lead exhibited oversensing of far field r waves which resulted in an inappropriate mode switch. On (B) (6) 2009, one episode of pacemaker mediated tachycardia was observed due to this oversensing.